Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned

Event description:
(B)(6). The cage implanted in wrong position. The cage could not be removed with insertor instrument due to detaching from the cage, however, managed to be removed. At the first approach, the cage was implanted forward position. Although the surgeon tried to pull the cage with insertor to be correct position, it did not work since the insertor was detached from the cage. Therefore, the surgeon tried to remove the cage backword, however the cage went to more forward. Removing the cage from backword seemed to be difficult, the cage was removed by the cardiovascular surgery that approach from forward to retroperitoneum.